Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ry96, implanted: (B)(6) 2015 product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via clinical study who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor it was reported that the patient went into the healthcare provider (hcp) office on (B)(6) 2017 for a programming visit. The patient described a shocking pain sensation when getting programs adjusted. The patient said they weren't feeling anyth ing. They changed programs and turned the device way off. The device programming calendar showed that the patient's device has been off since (B)(6) 2017. Device was turned back on and reprogramming was completed. On (B)(6) 2018, the patient admitted for the first time they had a hard fall about 1 year ago. Since then, the patient claimed device was not working well. The hcp believed that due to the fall the patient could have a fractured lead. The patient couldn't tolerate any increase in amplitude. It was planned to remove and replace the device, however, the patient elected to cancel the procedure. On (B)(6) 2018, the patient went to the office for programming and was extremely sensitive to program changed, each adjustment was done at low intensity. On (B)(6) 2018 the patient reported they were doing much better since the last programming session. No further complications were reported.